Manufacturer narrative:
Event date: end of (B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. An unspecified size synergy¿ drug eluting stent was selected for use to treat the lesion. However, the stent dislodged from the balloon inside the guide catheter after trying to get the stent into the "iva" lesion. The device was removed by pulling back the stent and the guide catheter. The procedure was completed with a different device. No patient complications were reported and the patients status was okay. This product is only ous approved but it is similar to an approved us device.